Manufacturer narrative:
Age or dob, weight, ethnicity: information unknown/not provided. Telephone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol), model zfr00v, was explanted from patient's eye due to blurry vision despite being 20/25 distance vision. The patient was reportedly doing good when discharged. Artificial tears were prescribed to the patient. Visual acuities were reported as shown below. No further information received. Visual acuity pre-op (pre-initial implant): 20/30. Visual acuity post-op (post-initial implant): 20/25. Visual acuity post-op (post-replacement): not available.